Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline and phenom catheter encountered difficult delivery. The patient was undergoing surgery for treatment of a fusiform unruptured flow-diverting stent implantation. Located on the right po sterior communicating artery aneurysm, with a max diameter of 3.8mm and a 3mm neck diameter. The landing zone is 3.8 distally and 4.0mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered during the procedure, and pru level was normal. It was reported that due to the patient¿s extremely tortuous vasculature, with significant tortuosity present from the c3 to c6 segm ents of the internal carotid artery and an additional pronounced bend at the c1 segment, a zhongtian 5-125 intermediate catheter combined with a phenom 27 microcatheter was guided under neuro guidewire assistance and advanced proximally to the m2 segment of the middle cerebral artery. The ped-475-20 flow-diverting stent was delivered through the phenom 27 microcatheter and advanced toward the middle cerebral artery. When the ped-475-20 flow-diverting stent was delivered to the c5 to c7 segments of the internal carotid artery, obvious delivery difficulty was encountered. The severe vessel tortuosity resulted in significant difficulty in stent delivery, and the ped-475-20 flow-diverting stent was barely delivered through the phenom 27 microcatheter to the m1 segment of the middle cerebral artery for deployment. While maintaining forward pressure on the delivery guidewire and withdrawing the phenom 27 microcatheter, difficulty in opening the tip end of the stent was observed. When approximately 6¿7 mm of the stent had been deployed, the tip end and the mid-segment of the stent did not open adequately. Attempts were then made to advance the stent to force the tip end to open; however, opening of the tip end and the mid-segment remained inadequate. The stent was withdrawn to the bifurcation of the anterior cerebral artery and middle cerebral artery to continue in situ deployment, and the tip end of the stent opened incompletely and failed to achieve wall apposition. The operator continued attempts to deploy the stent, at which point the mid-segment of the stent failed to open. Further tension increasing was attempted while continuing deployment, but the stent still could not be opened. The stent was then resheathed and redeployed; however, the issue could still not be resolved. After several attempts, the operator became concerned about potential thrombus formation and subsequently removed the stent. When the stent was deployed extracorporeally, stent kinking was observed, and a decision was made to replace the stent and push the stent out from the tip end of the phenom 27 microcatheter. The new stent and phenom 27 were used, and under neuro guidewire guidance, the phenom microcatheter was advanced to the middle cerebral artery. The new stent was then delivered to the target anchoring position and the ped2-450-20 stent was deployed, and the procedure was completed successfully. The catheter was flushed and all devices were prepared as indicated in the IFU. The pipeline was not used for an indication that is not approved (off-label) and no patient complications were associated with this event.